Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. Returned goods analysis noted the product was returned without blood and contrast visible. The tip length met manufacturing criteria. The stent implant was dislodged from the balloon and was not returned. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this type of event is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible that the stent became dislodged during handling after the procedure or became disrupted on the balloon while attempting to advance through the calcified lesion. Then as the sds was withdrawn, the stent implant may have interacted with the tip of the guiding catheter, which then contributed to the stent dislodgement, although this could not be confirmed. The stent dislodgment was not reported and there was no note of any damage to the sds or stent implant observed prior to the procedure. This suggests there is no product quality deficiency. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this incident. Additionally, a query of the complaint handling database was performed for the reported lot and there have been no other incidents reported for stent retention issues for this lot. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross; however, a definitive cause of the stent dislodgement could not be determined. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure to treat a chronic total obstruction in the left circumflex artery, the 2.25 x 12 mm xience v rx stent system was not able to cross the lesion. The device was removed from the anatomy, and a non-abbott stent system was advanced into the patient anatomy and could not cross the lesion. The second stent system was removed from the patient anatomy, and another unspecified stent system was used to complete the procedure. There were no patient effects and no clinically significant delay. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was dislodged from the balloon and was not returned. There was no intentional manipulation by cath lab staff to cause the stent to dislodge. Facility reports the stent may have been lost during the packaging of the device and may have been discarded.